Event description:
The patient experienced a change in therapy effect; a catheter kink was suspected. The pump was turned down to a non-therapeutic level until a dye study could be performed. Further information is being requested from the hcp.

Manufacturer narrative:
(B) (4).